Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, serial#: (B)(4), product type: lead. Product ID: 3389-40, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), product ID: 3389-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2015 pus and bleeding appeared behind the right ear. The doctor suggested rubbing alcohol and taking anti-inflammatory drugs to relieve the symptoms. After nearly 2-3 years until now, the lead positions on the left and right sides of the head had been repeatedly appeared pus and bleeding. In (B)(6) 2017, after adjusting the drug once (the family did not remember the specific drug) the patient got in coma, accompanied by fever symptoms (more than 38 degrees), coma during hospitalization (in this hospital), the doctor did not find the cause of the coma and fever, and then the symptoms reappeared behind the ear after discharged. The family members said that the lead on the left side of the head and the chest area was exposed in the past month, and the rejection was more serious. In september this year, the doctor recommended explanting. The patient had an infection and the healthcare provider told them to explant the product.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# serial(B)(6) implanted: (B)(6) 2015 explanted: product type lead product ID 3389-40 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient had explanted the device in 2022 due to infection at the implantation site.

Event description:
Additional information was received reporting that the patient didn't explant any device, it was just the doctor advised the patient to explant, but the patient was unwilling to explant.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead product ID 3389-40 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that no devices were explanted.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 3389-40 serial# (B)(6) implanted: (B)(6) 2015. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.